Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the system logs found that no relevant errors that could have contributed to the reported event occurred during the procedure. Log review of the 5 subsequent procedures performed on the system also found no errors occurred that would have likely caused or contributed to the reported event.

Manufacturer narrative:
The following concomitant products were used during this procedure: 30 degree endoscope plus, fenestrated bipolar forceps, prograsp forceps. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had a severe cardiac comorbidity entering the procedure with an ejection fraction of only 20%. They were also undergoing a decortication procedure which carries high morbidity risks with complication rates over 39% and mortality exceeding 3% in large studies (1). Although it was reported the surgeon was having difficulty during the procedure, the exact nature of that difficulty was not provided. However, no allegation was made against any intuitive surgical device. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. (1) towe, cw; carr, sr, donahue, jm et. Al. Morbidity and 30-day mortality after decortication for parapneumonic empyema and pleural effusion among patients in the society of thoracic surgeons' general thoracic surgery database. J thorac cardiovasc surg. 2019 mar;157(3):1288-1297.e4. Doi: 10.1016/j.jtcvs.2018.10.157. Epub 2018 nov 28.

Event description:
It was reported that after a da vinci-assisted pleural decortication procedure, the patient expired. The site robotics coordinator stated that during the procedure, one of the patient's lungs collapsed, the procedure was aborted, and the patient subsequently went into cardiac arrest. Resuscitation attempts were unsuccessful. The patient¿s ejection fraction was just 20% prior to the start of the procedure and the patient did not tolerate the pneumoperitoneum insufflation pressure well. The robotics coordinator stated that there were no da vinci issues during this procedure and the patient outcome was attributed to the patient ¿was not healthy at all" and had lung issues. Attempts to speak to the surgeon have been so far unsuccessful.